Event description:
It was reported that during the procedure, the needle from the raulerson syringe fell off. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit. The introducer needle will be analyzed as part of this complaint investigation. Signs of use in the form of biological material were observed inside the needle hub. Visual analysis revealed that the introducer needle hub was cracked. Microscopic analysis confirmed the damage and revealed that the outside of the hub contained scratch marks. The needle length (per measurement a in the cannula product drawing) measured 2.756" which is within the specification limits of 2.732"-2.792". The cannula outer diameter measured .0498" which is within the specification limits of .0495"-.0505" per the cannula product drawing. The cannula inner diameter at the distal and proximal ends measured .041" which is within the specification limits of .041"-.043" per the cannula product drawing. The returned introducer needle was attached to the ars. The assembly was then used to draw and aspirate water. No leaks or anomalies were observed as the assembly was able to draw and aspirate water. This indicates that the small cracks do reach the outer surface of the hub. Additionally, the small cracks do not appear to affect the functionality of the device. Performed per IFU statement "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". A device history record review was performed, and no relevant findings were identified. The report of a cracked needle hub was confirmed through complaint investigation. Visual analysis revealed that the needle hub was slightly cracked. Despite this, the needle met all relevant dimension and functional requirements, and a device history record review was performed with no relevant findings were identified. It was determined that the root cause for this issue is design related. A CAPA has been initiated to further investigate this complaint issue. The hub from the reported kit was manufactured prior to CAPA implementation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during the procedure, the needle from the raulerson syringe fell off. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.